Manufacturer narrative:
Investigation is ongoing. Once complete, a follow-up report will be submitted.

Event description:
It was reported that the lightsource has a defective heat mirror in which a burn in the unit has happened before. No patient was affected.